Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The cause could not be identified as the phenomenon was not reproduced in the tests. Although the procedure was delayed, there was no health risk to the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video processor had a b30 scope communication error code. The customer reported that they tried 6 scopes and the error continued. The issue occurred during preparation of an unspecified procedure. There were no reports of patient harm.